Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
On (B)(6) 2026, the patient had an issue with the cannula as the cannula was bent due to scarred tissue hardened which led to high bg of 326mg/dl in 3-4 hours and it was situated on abdomen. The patient was treated with insulin by pump.